Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the snare loop was extended around the polyp, they attempted to deliver current but no signs of cautery were noted. In order for the tissue to be removed, two smaller cuts were performed. On a third cut they were able to close the snare but it would not open back up and the snare wire appeared to be stuck in the polyp. The doctor used a biopsy forcep to "bite through the stalk of the polyp with 3 bites". The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the handle was dismounted and the handle was not broken. Also, the catheter is severely kinked in the middle of the device, and the distal section appeared smashed. The catheter is melted at the tip of the distal section. Due to the handle being dismounted, functional and electrical testing could not be performed until the device was reassembled. Once reassembled functional testing was done and found that the device extends and retracts with no issue. Electrical testing was performed and resistance measured at 10.6 ohms, within manufacturing specifications. The complaint was confirmed; the device is inoperable since the handle was dismounted which does not allow the device to be actuated. Also, the catheter is severely kinked in the middle of the device, and it has the distal section smashed. Electrical and functional testing found the device within specification after the handle was re-assembled. The failures found were probably caused by anatomical/procedural factors encountered during the procedure, therefore, the most probable root cause for the event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the snare loop was extended around the polyp, they attempted to deliver current but no signs of cautery were noted. In order for the tissue to be removed, two smaller cuts were performed. On a third cut they were able to close the snare but it would not open back up and the snare wire appeared to be stuck in the polyp. The doctor used a biopsy forcep to "bite through the stalk of the polyp with 3 bites." The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.